Event description:
Inflammation, shoulder, neck and back pain, joint pain, rash, severe chemical and fragrance sensitivities, blurry vision, dry eyes, gi issues and food sensitivities, nausea, vertigo, dry skin, lips and mouth, hair loss, heart palpitations, raynaud's syndrome. Reference report mw5145598.